Event description:
The lead was returned to the manufacturer after the patient's death, was analyzed and tested out of specification. The cause of death was reported to be hypertensive heart disease and was further reported that paramedics noted present pacemaker spikes but no pulse.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation had a breached depression. It was further noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and the lead was stretched.